Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized. The customer¿s blood glucose level was unknown. Customer reported that the she was feeling sick and her blood glucose was rising. It was not reported how they were treated. It was unknown if the customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was not performed. The insulin pump will not be returned for analysis.